Event description:
It was reported that this spectra penile prosthesis (spp) did not remain erect during penetration. When the prosthesis bent, it caused pain to the patient and their partner. The physician submitted a request to replace the spp with a tactra malleable prosthesis. Records do not indicate the procedure has occurred.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with spectra penile prosthesis (spp) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the spectra concealable penile prosthesis instructions for use (IFU). The spectra concealable penile prosthesis IFU lists pain as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this spectra penile prosthesis (spp) did not remain erect during penetration. When the prosthesis bent, it caused pain to the patient and their partner. The physician submitted a request to replace the spp with a tactra malleable prosthesis. Records do not indicate the procedure has occurred.